Event description:
The facility's nurse manager of the labor and delivery unit reported an incident of a free flow. The nurse was starting an infusion and she reportedly opened the roller clamp on the IV set when attempting to isert the IV set into the pump. The nurse then opened the slide clamp on the IV set, when inserting the set to the channel, causing the IV fluid to free flow to the pt. No pt injury has been reported.